Event description:
Reporter alleged obtaining the results of 38 mg/dl and 84 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he drank some soda in between the results. Reporter also took 15 grams of glucose reli-on gel about 15 minutes prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he discarded the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.